Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 05/25/2026. On 05/26/2026, the patient reported a cgm reading of 190 mg/dl before they left their house. While they were out the patient suddenly had a hypoglycemic seizure. The patient's wife called 911. The cgm was not checked during this time. When the paramedics arrived the bg was 40 mg/dl. During the seizure, the cgm was not obtained. However, after the seizure the cgm reading was 63 mg/dl (happened around 5:30-6:00pm). It was noted that the cgm reading of 63 mg/dl was not found immediately after the seizure but after the paramedics treated the patient with sugar tablets and an intravenous (IV) glucose. Before the ambulance left, no cgm was checked but the patient's bg was 120 mg/dl. The patient was still disoriented so he was sent to a hospital by the paramedics where an electrocardiogram (EKG) was done and he was given glucose intravenously. He was discharged by 8:00 pm the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.